Manufacturer narrative:
The complaint sample received 19 august 2020 was reviewed and it was confirmed fiber burn was apparent in the returned unit. The rfid tag was verified which indicated the unit passed release inspection to specification with a measured power transmission of 100%. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution. No manufacturing defects or contributing factors were identified upon review of the returned fiber for this complaint. The usage confirmed during the review of the rfid tag is additional objective evidence that the fiber was operating as intended. The state of the laser utilized with this fiber can not be confirmed. No root cause for the burning of the fiber was identified.

Event description:
A notification was received regarding a holmium fiber which was reported to have burned. No patient harm was reported.